Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on (B)(6) 2026. A healthcare professional reported that when the doctor (patient) was using the silent nite with glidewell hinge sleep device they experienced the following: swollen lips, rash, and a burning sensation. Per the report the patient is allergic to nickel. It was reported that when they stopped using the device the symptoms went away.